Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The manufacturer became aware of a national post-market product surveillance from hospital (B)(6). The title of this report is ¿national post-market product surveillance - tenxor external fixation system¿ which was issued on 9/19/2006 and is associated with the tenxor external fixation system. Within that report, intraoperative and post-operative complications/ adverse events were reported. It was not possible to ascertain specific device or patient information from the article, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 11 complaints were initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses pain and infection. Three (3) out of 6 cases. The post-market product surveillance states: ¿at the 4 weeks assessment one mechanical remark was given for a patient with a tibia plateau fracture [6.3%, n=16]. In this case [pat no. 15], the screws in the tibia plateau were removed. The complex 41 c 2.3 fracture healed perfectly after 12 months.¿